Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that the procedure was completed with no further incident. A iflap procedure was replaced. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Additional information received through follow-up. Customer indicated that lot #cb25444 was the incorrect lot with a suction loss issue. The correct lot number was lot #cc03826 with the date of event of (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In follow up 1, the correct expiration date was omitted inadvertently, this follow up has the correct expiration date listed; the correct UDI was omitted inadvertently. This follow up has the correct UDI listed; the correct mfg date was omitted inadvertently. This follow up has the correct mfg. Date received by manufacturer is listed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.